Manufacturer narrative:
The physician indicated that none of the bwi equipment or the catheter malfunctioned during this procedure. No service has been requested at this time by the facility. No additional information about the patient or the procedure has been provided by the facility. If any additional information is provided by the facility or if service is requested in regards to this event, a 3500a supplemental will be submitted to the FDA. Concomitant products: carto 3 system, catalog # m480001, (B)(4); coolflow irrigation pump, catalog # cfp002, (B)(4); stockert 70 rf generator, catalog # s7001, (B)(4). (B)(4). The catheter was tested and passed electrical test, temperature bath test, generator test, patency and flow rate test, deflection test and for visual characteristics inspection. The device history record (DHR) was reviewed and no anomalies were found during manufacturing that is related to this complaint. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Event description:
It was reported that there was a cardiac effusion during an afib ablation case. After approximately an hour of ablation, the physician noticed that the patient's blood pressure was dropping. The customer confirmed the effusion using ultrasound. The customer administered protamine and installed a drainage line for excess fluid. The patient is currently stable in the ICU. There was no malfunction with any of the hardware used. The only catheter used during the case did not malfunction.